Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, it is not possible to determine whether the problem was caused by user misuse. Therefore, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k ultra high definition liquid crystal display (lcd) monitor experienced temporary blackouts with various cv-190 endoscopes. The issue was found during a diagnostic gastrointestinal endoscopy. The procedure was completed with a minimal two minute delay. There were no reports of patient harm. This report is related to linked patient identifier: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.